Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non-bsc right atrial (ra) lead and a cardiac resynchronization therapy defibrillator (crt-d) had been showing abrupt spikes in pacing impedances where measurements went from high, out of range to low, within range values. A spring contact situation was discussed. The crt-d is programmed for ventricular pacing and sensing, so the health care professional (hcp) was not too concerned, furthermore there was no evidence of lead noise. Monitoring was recommended for this crt-d and ra lead that remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non-bsc right atrial (ra) lead and a cardiac resynchronization therapy defibrillator (crt-d) had been showing abrupt spikes in pacing impedances where measurements went from high, out of range to low, within range values. A spring contact situation was discussed. The crt-d is programmed for ventricular pacing and sensing, so the health care professional (hcp) was not too concerned, furthermore there was no evidence of lead noise. Monitoring was recommended for this crt-d and ra lead that remain in service. No adverse patient effects were reported.